Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient develop welts under all four electrodes. Patient reported no broken skin. Patient also reported that the irritation is going down the folds of his arm and that he sweats a lot. The patient also reported that is taking a medication that has a side effect of a rash. There was no alleged device malfunction. Patient reported that the blister improved. The patient was prescribed cortisone cream and a powder by a physician. Follow up indicated that rash has improved.